Event description:
Procedure: unk. Reportedly, the plastic circle on the reducer broke off, and fell into the surgical area. This piece was recovered from pt and there was no adverse effect to the pt reported.